Event description:
This lead would not maintain a stable position. The physician explanted and replaced this device. This lead was retained by the hospital. Should add'l info become available, this file will be updated.